Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02523. It was reported the patient was not receiving effective stimulation coverage and wants her system removed. She stated she had been reprogrammed numerous times but has never felt adequate pain relief. She allegedly refused to be reprogrammed again and has turned her system off. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.